Manufacturer narrative:
Summary: no supplemental report will be required as the additional information provided indicated that the iol was noticed broken prior to opening the package. Had this information been received prior to submission of the initial medical device report the reported event would not have been reportable. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided indicating that the broken lens was noticed upon opening.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported a broken intraocular lens (iol). Additional information has been requested.